Event description:
A pt received a right angle laceration following placement of a skull clamp. The 2 inch by 1 inch laceration was repaired using staples, gauze and topical anesthetics. The nurse manager discussed the event with resident surgeon and he felt the laceration occurred because the initial placement of the clamp was too high above the center line of the skull. The skull clamp and disposable pins were inspected and no problems were found.